Event description:
Customer reported that pt was tested while sleeping with a result of "hi". A retest yielded 400+. Two units of humalog were administered and pt experienced a five minute hypoglycemic seizure. Paramedics were called. Prior to their arrival, family member gave pt 5ml of glucagon and icing. Pt's blood glucose reading was 144mg/dl when tested by paramedics.